Event description:
Additional information reported stimulation was too weak. There was a contact breach at the level of 4 plots out of 8. There was complete recovery of the efficacy following replacement.

Event description:
It was reported that there was high impedance. There was a stimulation/therapy issue that included insufficient stimulation power. The patient experienced increased impedance resulting in insufficient therapy. The event resulted in hospitalization and replacement. Due to insufficient therapeutic effect, the extension and the battery were replaced. It was noted that it was impossible to retrieve the extension from the old battery. The event was assessed as related to the procedure. The patient¿s status at the time of report was alive with no injury. There were no patient symptoms or complications associated with the event. It was noted that the physician tried to use the extension from the old battery but could not take it off, so they also changed the extension. Later a description of the event reported ¿¿ re-doing of ndta extension +/- replacement of battery and ¿¿ there was insufficient stimulation strength. It was noted ¿¿ impedance.¿ the event was noted as being linked to the procedure and not linked to the device. The event required hospitalization that lasted 24 hours and an invasive procedure/surgery or treatments. It was noted ¿impossibility of ¿ of the extension of the old battery. The event resolved as of (B)(6) 2014. There was an issue of illegibility with one of the source document. Follow up was conducted to get further clarification.

Manufacturer narrative:
Product ID: neu_unknown_ext, lot# unknown, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a recrudescence of pain.

Manufacturer narrative:
(B)(4).